Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('she seen the right coil but not the left') in a female patient who had essure inserted. In 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- device migration. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('she seen the right coil but not the left') in a female patient who had essure inserted. In 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- device migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('she seen the right coil but not the left') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vertigo ("vertigo"), fatigue ("fatigue/still feel so tired"), headache ("headache"), psoriasis ("scalp psoriasis") and alopecia ("continue to lose the back of my hair"). The patient was treated with surgery (she had essure removed.). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, vertigo, fatigue, headache, psoriasis and alopecia outcome was unknown. The reporter considered alopecia, device dislocation, fatigue, headache, psoriasis and vertigo to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: she seen the right coil but not the left. Concerning the injuries reported in this case, the following ones were reported via social media- device migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter was added. Events: scalp psoriasis, continue to lose the back of my hair added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('she seen the right coil but not the left') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vertigo ("vertigo"), fatigue ("fatigue/still feel so tired") and headache ("headache"). The patient was treated with surgery (she had essure removed.). At the time of the report, the device dislocation, vertigo, fatigue and headache outcome was unknown. The reporter considered device dislocation, fatigue, headache and vertigo to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: she seen the right coil but not the left. Concerning the injuries reported in this case, the following ones were reported via social media- device migration. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event was added- vertigo, fatigue/ still feel so tired and headache. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.